Event description:
On (B)(4) 2012 the patient contacted animas alleging that she was attempting to change the date to (B)(6) 2012, and the pump keeps reverting to (B)(6) 2012. There were no reported blood glucose excursions as a result of the alleged malfunction. This complaint is being reported because of the allegation that the time/date setting was not maintained on (B)(6) 2012 as expected and the issue was unresolved at the time of the contact.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): during investigation, the date was set to (B)(4) 2012 and was found to have reset to (B)(4) 2012 after returning to the main screen. The pump was unable to hold the date of (B)(4) 2012. A software issue was found to be the cause of the reported date issue.